Manufacturer narrative:
D10 concomitant products: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n4g1981uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic right upper lobectomy, after resecting the pulmonary artery, the black return knob was pulled to complete the knife retraction, but the jaws did not open, and it could not be removed from the tissue. The surgeon pressed the green button, squeezed the handle, and pulled back the black return known repeatedly, and the jaws were able to be opened and the stapler was removed from the tissue. The manual handle was replaced in order the complete the case. There was no patient injury.